Event description:
It was reported that this pacemaker exhibited oversensing of supraventricular tachycardia (svt) resulting in a stored ventricular episode. Rhythmcare confirmed the rate was in the monitor only zone, therefore there is no risk of inappropriate therapy. This device remains in service. No adverse patient effects were reported.